Manufacturer narrative:
Literature: costalat et al, neurosurgery 2010: 67(6); 1505-15 - (B)(4).

Event description:
It was reported in an article in neurosurgery that the patient suffered a paramedian infarction of the pons following stent deployment in the basilar artery stenosis. No other information was provided.

Event description:
It was reported in an article in neurosurgery that the patient suffered a paramedian infarction of the pons following stent deployment in the basilar artery stenosis. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Infarction is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.